Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, an unknown size occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. The sheath was prepared as per instructions for use (IFU). During procedure, transesophageal echocardiogram (tee) reveled air embolism occurred during wire/introducer to occluder exchange. Back the patient could not be sedated sufficiently and his breathing was irregular. Despite instructions within the instructions for use (IFU), the sheath was not pulled back into the right atrium (ra). Air was detected in the left ventricle (lv). Two extracorporeal membrane oxygenation (ECMO) support were given, temporary pacemaker was floated in and a defibrillator was used, medications such as adrenaline, norepinephrine, dobutamine, saline, and amiodarone were administered during resuscitation. The sedation was interrupted and general anesthesia was implemented during reanimation. An aspiration was performed to suck the air out of the ventricle using a pigtail catheter. The patient had ventricular fibrillation, electronic decoupling, dilated pupils, and very low blood pressure and the case was aborded. The physician mentioned the cause of air embolus was the patient's deep, spontaneous inhalation probably resulted in negative venous pressure at the sheath. The sheath was probably not far enough below the heart level for this negative pressure. The patient was transferred to to the intensive care unit under all life support measures.

Event description:
It was reported that on (B)(6) 2024, an unknown size occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. The sheath was prepared as per instructions for use (IFU). During procedure, transesophageal echocardiogram (tee) reveled air embolism occurred during wire/introducer to occluder exchange. Back bleeding was not detected, even closing and adjusting the sheath did not reveal any blood. The patient could not be sedated sufficiently and his breathing was irregular. Despite instructions within the instructions for use (IFU), the sheath was not pulled back into the right atrium (ra). Air was detected in the left ventricle (lv) and a. Two extracorporeal membrane oxygenation (ECMO) support were given, temporary pacemaker was floated in and a defibrillator was used, medications such as adrenaline, norepinephrine, dobutamine, saline, and amiodarone were administered during resuscitation. The sedation was interrupted and general anesthesia was implemented during reanimation. An aspiration was performed to suck the air out of the ventricle using a pigtail catheter. The patient went into shock with ventricular fibrillation. After multiple defibrillations, there was an altered cardiac rhythm with a wide qrs complex. A later atrioventricular (av) block was treated with a temporary pacemaker. The patient had dilated pupils, and very low blood pressure and the case was aborded. The physician mentioned the cause of air embolus was the patient's deep, spontaneous inhalation probably resulted in negative venous pressure at the sheath. The sheath was probably not far enough below the heart level for this negative pressure. The physician assumed that the air embolism caused a brain injury. The patient was transferred to the intensive care unit under all life support measures. The patient died the following day in the intensive care unit.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of air embolism, altered cardiac rhythm with a wide qrs complex, hypotension, shock, ventricular fibrillation, heart block, suspected brain injury, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported air embolism appears to be related to procedural complication (introduction of air into the left side of the heart via the delivery system). However, it is not clear to the sequence of the events that lead to the air introduction. The reported altered cardiac rhythm with a wide qrs complex, hypotension, shock, ventricular fibrillation, heart block, suspected brain injury, and death appears to be a cascading effect. The reported unexpected medical intervention was a result of case-specific circumstances as resuscitation was performed due to cardiac arrest, temporary pacemaker was place due to atrioventricular block, medication was administered, and the patient was placed on ECMO. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.